Event description:
It was reported that the patient underwent magnetic resonance imaging, which caused the implantable cardioverter defibrillator (ICD) to enter backup vvi mode. High voltage therapies were disabled at the time of backup mode. The ICD was successfully reset and restored to nominal settings. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.